Event description:
It was reported that oversensed noise on this right ventricular (rv) lead led to pacing inhibition of fewer than 2 seconds. It was believed that the noise may be due to electromagnetic interference, but the patient did not report proximity to any potential source. Lead measurements were within normal limits, but pacing impedance was approximately 250 ohms. A technical services (ts) consultant discussed it could be a sign of an incipient insulation breach and referred her to her physician for lead testing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).